Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced a darkened light guide - unable to visualize inside the body as image is so dark despite white balance and turning light up to full power issue during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 (serial #), d9, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed; the device had limited light output at distal end due to dim light guide bundle breakage. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue which is due to the performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.